Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the fan was found to have an internal failure. The investigation was unable to determine the exact cause of the lamp and fan failures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the emergency light on the light source turned on after the light source heated up. The issue was found during setup/inspection for use. There were no reports of patient harm.